Event description:
While the nurse was giving a dose of daunorubicin by IV push, the medication began leaking from the texium connector (hub) attached to the syringe. This resulted in chemotherapy being leaked out.